Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air bubbles in the line of a homechoice cassette without an alarm. This occurred during fill of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services advised the patent to contact their nurse for assistance on completing therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.